Event description:
It was reported that intermittent minimum fill notifications occurred with multiple cartridges. The customer reloaded the cartridge each time to resolve the issue. There was no adverse impact to the customer's blood glucose level.